Event description:
It was reported the device had a cassette alarming error. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal, dents to the air detector, scratches to the lcd lens, and the ac nut was loose. The tamper seal was broken. Review of the event history log (ehl) showed ?cassette not attached properly." A functional test and visual inspection were performed and the reported issue was duplicated. During the functional test, the dso was stuck at 1 mv due to a faulty dso sensor. As a result, the dso sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.